Manufacturer narrative:
Product complaint # (B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "wear characterization and contact surfaces analysis of menisci and femoral retrieved components in bi-condylar knee prostheses" written by saverio affatato, silvia ruzzi, marko milosevic, and alessandro ruggiero published by journal of mechanical behavior of biomedical materials available online 9 july 2020 was reviewed. The article's purpose was to study the "roughness values" and the topographic results of the femoral, tibial and meniscal components for any relation to the patient's bmi, age at surgery, and time of implantation. Of the 12 patients, two patients were implanted with depuy products with identifiers provided. Cement manufacturer is not identified. Patella resurfacing was not discussed. Patient no (B)(6) a female (B)(6) years old with bmi of 35.4 implanted with depuy lcs complete pcl mobile primary l knee revised for infection with positive findings of low wear on insert. No physical wear or damage on metallic components. Patient no. (B)(6) a female (B)(6) years old with bmi of 31.3 implanted with attune mobile ps mobile primary l knee revised for infection with positive finding of severe wear on insert. Also noted scratches and signs of wear on femoral metallic component.